Event description:
It was reported to philips that while powering on the device it returned to the initial settings. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that while powering on the device it returned to the initial settings. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests for crashes during software update ¿ the unit was stuck in the boot up splash screen. The failure was isolated to a defective flash memory u39/u40.